Event description:
During ICD follow-up performed on (B)(6), 2013, a warning message was displayed indicating that a device reset occurred on (B)(6), 2013. Preliminary analysis showed that the reset was related to a temporary abrupt decrease of the device internal power supply. It was recommended that physician evaluates the benefit replacement for the patient.

Manufacturer narrative:
(B)(4). This events concerns a device that was manufactured and used outside the united states. Analysis is pending.